Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.